Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure of the refrigerator door. A technical support specialist requested the user to reboot the station. After the hard reboot, the user was able to open the fridge door and no longer heard the clicking noise. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system fridge door failed. The customer reported that there was no delay in dispensing the medication, as they were able to obtain the medication from another location. There were no adverse events or injuries reported based on this incident.